Event description:
Son awoke with pain in eye, had to take him to eye doctor emergency care, reported he had eye fungus, we had received a week prior to this event a bottle of renu moisture loc sample in the mail from their web site.